Manufacturer narrative:
Section d4: corrected primary unique device identifier number. Section e1: corrected zip code.

Event description:
It was reported by the customer that a pbd pyxis anesthesia es system unexpectedly shut down during a procedure. No report of delay in patient care. The user switched the device off and rebooted, restoring access to medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-oct-2021 to 16- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it had a database issue. The technical support specialist replaced the database and re-synced the system. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's database was corrupt. Database replaced and station resynchronized to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down during a procedure. A user switched the device off and rebooted, restoring access to medication. There were no adverse events or injuries reported based on this incident.